Event description:
It was reported that the vns patient passed away. It was reported that the patient was last seen by the last known treating physician in 2005 and that the patient's family transferred the patient's care to another city. The last known treating physician did not know what physician the patient was seen by at the time of death. The cause of death is unknown. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Manufacturer narrative:
If implanted, give date; corrected data: the initial report indicated the device was implanted on (B)(6) 2001 however it was (B)(6) 2001. The date has been corrected on this report.

Event description:
Additional information was received via the cdc national death index where the underlying cause of death was listed as ¿unspecified mental retardation¿ with record axis of ¿other and unspecified convulsions.¿ follow-up with the county coroner revealed that the patient had a seizures lasting 2 minutes on (B)(6) 2006. On (B)(6) 2006 the patient was feeling fine but was deceased the next day when a caregiver found him unresponsive on the floor. The patient died as a result of a seizure disorder and the manner of death was natural. An internal sudep evaluation performed revealed that the death is a definite sudep.